Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks post implant, the patient experienced an infection. The entire implantable pulse generator (ipg) system was explanted and will not be replaced in the future. No further patient complications have been reported as a result of this event.